Event description:
It was reported that the pt was experiencing sound quality issues. External equipment was exchanged and programming adjustments were meade; however, the issue was not resolved. Revision surgery has been scheduled.